Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 457 mg/dl and insulin injections were administered to address the bg level. During troubleshooting with tandem customer technical support (cts), an air bubble was observed in the luer lock and the pump time was off by 1 hour 18 minutes. Cts reviewed the pump data and the time was found to have been adjusted back in (B)(6) 2016. The customer was to prime the air out of the tubing. Cts informed the customer that the pump appeared to be functioning properly. On (B)(6) 2017, during follow-up with the customer, the customer had replaced the infusion set and the bg level had been fine. The pump was working as expected. The customer required no additional assistance.